Event description:
The following has been alleged by the pt's attorney: it is alleged by the attorney, that the pt was implanted with a bard/davol composix mesh during a vaginal surgical procedure, performed on (B)(6) 2001. The attorney alleges the pt experienced an unspecified adverse outcome associated with the use of the device.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. Additional info has been requested. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.